Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response was received stating that this was "an upsize. Wrong choice of ring!" There was no allegation of a device malfunction and no report of an injury to the patient. This event was filed in error.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted at implant due to unknown reasons.

Manufacturer narrative:
A report was received by our implant patient registry that an annuloplasty ring was explanted at implant. No additional information was provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
A response was received through sales indicating the ring was explanted due to sizing. The 36mm annuloplasty ring was explanted at implant and was replaced with a 38mm ring of the same model device.